Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 325 mg/dl. By the time of the report, the customer had resolved the occlusion and required no assistance with this issue.